Manufacturer narrative:
The technician investigated and found the service code did not show any failure with the bed performance, and the mattress is showing that all of the support lines are snapped in place. He conducted a function test and found the bed and mattress operating as designed. The technician did install the latest software update for the bed. The technician contacted the clinical group to arrange a visit with the pt and family.

Event description:
Info received indicates the pt is a vent dependant quadriplegic since 1996 and developed bed sores which necessitated surgery. The pt's caregiver stated that the mattress continues to sink to the frame, causing the bed pressure sores. The mother of the pt stated the totalcare mattress creases sharply at the seat section. The previous bed they had with the v-cure mattress did not have a seam at the seat section. The pt's family stated the pt never developed sores on the v-cue mattress. The medical staff has seen a decline on the wound healing since the pt has been in this bed.